Event description:
It was reported that during a pci procedure, the liberte monorail stent migrated. The 90% stenotic lesion being treated was located in the calcified and severely tortuous distal right coronary artery (rca). Two guidewires were used in a buddy wire technique due to the severely tortuous anatomy. Following predilation by an unk balloon, the liberte monorail stent was deployed at unk atms. One of the guidewires was located between the deployed stent and the vessel wall, and the physician encountered resistance when he attempted to withdraw the guidewire. When he pulled forcefully, the liberte monorail stent migrated proximally. The liberte monorail stent was successfully retrieved with a gooseneck snare, and the procedure was completed with another MFR's stent. No pt complications were reported, and pt status was reported as 'good'.